Event description:
It was reported that the atrial lead had dislodged after the patient had maze procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead had dislodged after the patient had maze procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5054-58 lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage.